Event description:
According to the reporter, during a laparoscopic lower resection of the rectum for a tumor, a test was performed to see if there was any leakage, and nothing was found directly after the initial operation. 28 days after the initial surgery, the patient showed signs of pelvic infection. A colonoscopy was performed and it showed that 1/3 of the anastomosis after circular stacking completely released. The patient had to be re-operated due to anastomosis leakage. Additional tissue resection was required due to the issue. The patient had a rectal amputee with a permanent stoma.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.